Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on the insertion tube, wrinkles in the insertion tube, curved rubber scratches, curved rubber adhesive missing, curved rubber bond cracked, curved rubber adhesive part cloudy, air and water nozzles clogged and the draining function reduced, clog difficult to remove found in the air/water nozzle, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, and scratches on the scope connector side of the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope exhibited image error. Upon inspection and testing of the customer returned device, foreign material was found clogged inside the scope nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The customer confirmed that the device was reprocessed in accordance with the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the scope was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the foreign material that was clogged in the scope nozzle.